Event description:
Unomedical reference number (B)(4). Event occurred in finland. On 18/apr/2024, it was reported that patient faced infusion set cannula bent. The set was in use for 2 days and the insertion site was at abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
E1: patient city: (B)(4). Patient country: finland.